Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion,prime test and no delivery test. No motor error alarm noted. However pump was received with corroded motor home switch. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 215 mg/dl. Troubleshooting was performed. The device was returned for analysis.